Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt's nurse reported finding a fluid leak following treatment. The leak was coming from the cassette. The pt had completed treatment. The set was discarded. During follow up the clinic director reported that the pt was hospitalized for pre-existing peritonitis that was attributed to another MFR's device. The reported leak was not a cause of the peritonitis and there was no additional medical intervention required. The pt had her pd catheter removed due to the peritonitis and began hemodialysis on (B)(6) 2014. The pt was reported to be recovering.